Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, due to a cut in the cable, it is likely that moisture has invaded from that part and image output is no longer possible. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that no image was present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found the image was not present due to shortage or corrosion of the electrical circuit due to water immersion. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.